Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead exhibited t-wave oversensing (twos) and physiologic oversensing of premature ventricular contractions (pvc's). Follow up was conducted and there was no reprogramming completed at this time. The lead remains in use. No patient complications have been reported as a result of this event.